Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug cefazolin. It was reported the patient flushes easily with brisk blood return. Per reporter volume was 300, stop volume 18.1, measured volume 28 and the calculated under infusion was 3.5 percent. No additional information is available at this time.